Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone lockdown. Omnipod 5 software app version 3.1.6. Operating system n5004l-am-q-mv01602-06-01.06. Hardware n5004l. Cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached greater than 600 mg/dl while wearing the pod for an unknown duration. When the pod was removed from the infusion site by the paramedics, the pod's cannula was found bent. The pod was discarded. Symptoms reported include vomiting. The patient was treated with intravenous fluids and an insulin drip. The patient was released the following day, on (B)(6) 2026.